Manufacturer narrative:
Initial report sent to FDA on 11/27/2007.

Event description:
Procedure: lap che. According to the reporter: the clip was fired and closed over the cystica arteria. The clip did not solve itself from the hull. Because of that, they had to place a second trocar. They applied a second clip with a second instrument. They resected the "non-solved" first clip with a part of the arteria cystia and completely the first instrument. Surgery time has been extended for about 30 minutes and they had to perform an add'l trocar incision. They did not give add'l blood to the pt. Condition of the pt is ok.